Event description:
B rodrigues, 2021, zilver flex unk rpn. Endovascular treatment of an axillary arterial injury following a traumatic shoulder dislocation: case report. A 74-year-old man presented to the emergency department 1 hour after a fall at his home. He suffered a forced abduction injury of his right shoulder in an attempt to avoid falling. The patient was conscious and cooperative. He had no respiratory distress and was hemodynamically stable. His medical record included an episode of anterior right shoulder dislocation, mitral valvuloplasty, bilateral total hip replacement and dyslipidemia. He was medicated with warfarin, furosemide 40 mg, twice a day, and a statin. The physical examination suggested a right shoulder dislocation because of the extra-anatomical shoulder position. He was unable to move his arm. He had a cold, pulseless and painful hand with loss of sensorimotor function. Hand-held doppler found no audible signals in the right arm. A shoulder x-ray confirmed an anterior shoulder dislocation without fractures. The shoulder was repositioned in the emergency department, kocher technique was used for the reduction. After repositioning, a vascular assessment confirmed the presence of a vascular injury. From a neurological standpoint he appeared to have a severe brachial plexus palsy. Angiography via a right femoral arterial puncture was performed. For added support we used a 7 fr introducer with 70cm (flexor, cook). A selective catheterization of the right subclavian artery showed an abrupt occlusion of the axillary artery without contrast extravasation. Since the patient was anticoagulated (and taking into account the risk of bleeding) an endovascular approach was chosen as alternative to open surgery. The patient had a pain that was difficult to control and despite having an inr of 3,4 we chose not to wait for the warfarin reversal. We crossed the arterial injury with a hydrophilic guidewire 0.035 with the support of a 4fr straight catheter. A 7 mm × 100 mm self-expanding stent (zilver flex, cook) was placed in the location where the artery was occluded. Considering the cause of the lesion and the absence of contrast extravasation on angiography we raise the hypothesis that we were facing an occlusion secondary to an intimal lesion. So we opted for a bare metal stent that turned out to be the wrong choice. A control angiogram showed contrast extravasation at the site where the stent was placed and patency of the distal arteries. In an attempt to control the bleeding a 7 mm × 60 mm angioplasty balloon (armada 35, abbott) was inflated for a long time, unsuccessfully. A 7 mm × 38 mm balloon expandable covered stent (atrium v12, maquet) was then placed successfully controlling the bleeding and maintaining the patency of the artery. Off label use of zilver flex for shoulder injury to control bleeding of occluded artery.

Manufacturer narrative:
PMA/510(k) #p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Final MDR being submitted due to completion of the investigation on 29-jul-2022.

Manufacturer narrative:
PMA/510(k) #p050017/s006. Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver flex devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0058-4) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use was identified from the available information. It is known that the zilver flex device was used for shoulder injury to control bleeding of an occluded artery. As per IFU, the zilver flex device is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.